Event description:
It was reported to philips that the device experienced a self test failure. Upon further clarification from the engineer, it was discovered that the failure was for the defib test.

Event description:
It was reported to philips that the device experienced a self test failure. There was no patient involvement.